Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented and infection. The app was explanted several months ago and now was replaced with an ipp. There is no additional information reported.